Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported that a control pt implanted with charite required a revision due to pedicle fracture and spondylosthesis. The endplates and core were not removed at that time, but a fusion was planned. Three weeks out, it was noted that the core had slipped again and the fracture was unstable. A procedure was performed to remove all previous hardware and pt fused. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device. A review of the records noted that this surgeon has not participated in the charite implant training that is sponsored by depuy spine.